Event description:
It was reported that the patient experienced pneumothorax and a "left chest wall hematoma". Also reported was that the left ventricular lead had loss of capture, high thresholds and dislodgement. It was further reported that during implant the patient had anaphylactic shock, became hypotensive, had periorbital edema and a rash on the shoulders. The shock and reaction was thought to be secondary to the intra-venous contrast dye. The patients blood pressure dropped after the insertion of the right ventricular (rv) lead and had slow junctional heart rhythm. After inotropes the patient had ventricular flutter with no output. The patient had two shocks from the implantable cardiac defibrillator which returned her to sinus rhythm. The leads and device remain in use. No further patient complications have been reported as a result of this event. The patient is part of the adaptive crt (B)(4) study.

Event description:
It was reported that the patient experienced pneumothorax and a "left chest wall hematoma". Also reported was that the left ventricular lead had loss of capture, high thresholds and dislodgement. The leads and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.